Event description:
During a high pressure injection, he connection came loose between the high pressure tubing and the electric syringe (medrad) spraying contrast. There was no pt or clinician harm or injury as a result of this event.